Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on 06apr2026 wherein the entire system was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Event description:
It was reported that the patient experienced pain at the ipg site following weight loss. Reportedly, the ipg moves in the pocket. Additionally, patient experienced ineffective therapy. X-ray results revealed lead fracture and lead migration. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event and patient weight are estimated.